Event description:
It was reported the pipeline was folded in itself after deployed. A balloon was used to unfold the pipeline and a 5th pipeline was placed to cover the non-smooth area. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).